Manufacturer narrative:
The customer's calibration signals were lower than expected. Qc was acceptable. Based on the data available, no reagent or analyzer issues were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of results not meeting the clinical picture for 1 patient tested for elecsys pth (pth) on a cobas e801 module. The patient has histologically confirmed parathyroid adenoma and sarcoidosis. The following results were obtained: on (B)(6) 2020 (before surgery) on the e801 module: pth was 106 ng/l on (B)(6) 2020 (during surgery) on the e801 module: sample 1 pth was 103 ng/l and sample 2 pth was 122 ng/l. The customer expected the pth results during surgery would have decreased at least 50%, but that did not occur. The samples from (B)(6) 2020 obtained during surgery were also tested by the total parathormone (pth) intact irma / radioimmunoassay method and the result from both samples was < 7.4 pg/ml. On (B)(6) 2020 (after surgery) on the e801 module: pth was 12.1 ng/l. The sample from (B)(6) 2020 was also tested by the total parathormone (pth) intact irma / radioimmunoassay method with a result of < 7.4 pg/ml. The e801 module serial number is (B)(4).